Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation concurrently on (B)(6) 2011 due to pelvic organ prolapse. The patient underwent a hysterectomy on (B)(6) 2011. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, fistulae, recurrence, dyspareunia, bladder is hanging completely out of body (the size of large orange or grapefruit). It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele and rectocele. It was reported that the patient had the concurrent procedures of transvaginal hysterectomy/ right salpingo-oophorectomy, enterocele repair and cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, fistulae, recurrence and dyspareunia.